Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code) updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss issues, the unit has to be constantly reset to be used.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact details: (B)(6). A getinge field safety engineer(fse) was dispatched to evaluate the unit. It is unknown when when the event occurred. To resolve the issue pim was replaced. The defective components were received for further investigation. The failure analysis and testing dept. Received pim with a reported unit failure of a gas loss alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field safety engineer(fse) was dispatched to evaluate the unit. It is unknown when the event occurred. A getinge field service engineer (fse) evaluated the unit and the logs and confirmed the alarms, put a test balloon on and started the unit and gas alarm came on after a few minutes of running, checked the balloon and catheter and all looks good. Removed and replaced the pneumatic module assembly ran a patient interface test and all passed, ran unit on a test balloon and did not get a gas loss alarm after an hour of running, performed a complete calibration and electrical safety test unit is cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received pneumatic module assembly with a reported unit failure of a gas loss alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss issues, the unit has to be constantly reset to be used. There was no patient harm reported.